Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: anticipated procedural complication. The subject device is not available; therefore, analysis cannot be performed. Based on the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. Hemorrhage and patient outcome of death are known adverse events associated with these types of procedure and noted as such in the direction for used (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported in an article in neurosurgery that the patient underwent balloon angioplasty and thrombolysis of the middle cerebral artery (mca) m1 segment that resulted in complete recanalization. Post procedure the patient suffered a severe parenchymal hemorrhage and the patient expired. The date and cause of death are unknown. No other information is available.

Event description:
It was reported in an article in neurosurgery that the patient underwent balloon angioplasty and thrombolysis of the middle cerebral artery (mca) m1 segment that resulted in complete recanalization. Post procedure, the patient suffered a severe parenchymal hemorrhage and the patient expired. The date and cause of death are unknown. No other information is available.